Manufacturer narrative:
No further information was able to be obtained from this customer. However, three phaco handpieces were returned for evaluation. A review of the manufacturing records did not reveal any related non-conformity during manufacturing for these phaco handpieces. The associated system was manufactured on march 26, 2015. Based on qa assessment, the product met specifications at the time of release. The second phaco handpiece was manufactured on march 19, 2015. Based on qa assessment, the product met specifications at the time of release. The second handpiece was received for evaluation. A visual assessment of the returned sample found no visual defects. A full functional test was then performed on the returned handpiece. The handpiece was first tested on a ground resistance tester in which it passed and the handpiece was then connected to a calibrated system for priming and tuning. The handpiece was found to pass all functional testing on the system and was then tested on the dynamic tuning fixture (dtf) for stroke testing on both ultrasound and torsional movements. Functionally the handpiece passes all tests. The second returned handpiece was determined to have functioned to specifications. Therefore, root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
A sample has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported they had three handpieces that did not have phacoemulsification power. This is the second of three reports for this reported event from this facility. Additional information has bee requested, but none has been received to date.